Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, the patient experienced vaginal infections, pain during urination, pain during intercourse, recurrence of the original diagnosis and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.